Event description:
The mti flowrider plus 1.5f flow directed micro catheter was used for infusion of liquid embolic material (onyx) during a "bavm". The onyx injection was started without problems. The injection was interrupted twice because of reflux into main second feeder of "bavm". Injection was resumed after 2 minutes and slight resistance was felt. Onyx was not visualized exiting the tip of the catheter. The catheter was withdrawn. While a second catheter was advanced, onyx was visualized to be present in the basilar artery. Films show "onyx threads" within the basilar artery without causing flow problems. At last report, there were no adverse clinical effects for the pt.